Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx pro laa closure device was implanted on (B)(6) 2025. About 15 minutes post procedure, when anesthesia began the wake-up process, a pericardial effusion was noted. A pericardiocentesis was performed and 1355 ml of bloody fluid was drained. The patient was hospitalized but was later discharged to home. It was further reported that cardiac tamponade occurred.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: patient code e0605 cardiac tamponade added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. About 15 minutes post procedure, when anesthesia began the wake-up process, a pericardial effusion was noted. A pericardiocentesis was performed and 1355ml of bloody fluid was drained. The patient was hospitalized but was later discharged to home. It was further reported that cardiac tamponade occurred.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. About 15 minutes post procedure, when anesthesia began the wake-up process, a pericardial effusion was noted. A pericardiocentesis was performed and 1355ml of bloody fluid was drained. The patient was hospitalized but was later discharged to home.